Manufacturer narrative:
Device is a combination product. A synergy ous mr 3.50 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the proximal region were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no signs of damage. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20-feb-2020. It was reported that difficulty crossing encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). Following predilitation with a 2.5x20mm balloon, a 3.50 x 32 synergy drug- eluting stent was advanced but was unable to cross the lesion due to calcification. The procedure was completed with another of same device. No patient complications nor injuries reported. The patient status was stable. However, returned device analysis revealed stent damage.